Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was not displaying information. A technical support specialist called and spoke to the customer and confirmed that the issue was related to the customer connect system having an incorrect patient legal name.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station was not displaying patient information. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.